Manufacturer narrative:
1718912-2017-00024 is associated with argus case (B)(4), biotene.

Event description:
Case description: this case was reported by a consumer and described the occurrence of choking in a female patient who received biotene oralbalance unknown formulation (biotene) unknown (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started biotene. On an unknown date, an unknown time after starting biotene, the patient experienced choking (serious criteria gsk medically significant) and dry mouth. The action taken with biotene was unknown. On an unknown date, the outcome of the choking and dry mouth were unknown. The reporter considered the choking to be related to biotene. It was unknown if the reporter considered the dry mouth to be related to biotene. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, adverse event information was received on 16 august 2017. Consumer reported using biotene. The consumer reported this was the first time she purchased the product and it was overwhelming sweet to her. It was choking her. Her problem seemed to further down in her throat and just in her mouth, the dryness. The after effect was choking her. She rinsed it out as quickly as she could. Follow-up information was received on 13 october 2017 via returned consumer authorization form. The consumer stated, "please remove this case. After being on hold for approximately for 20 minutes, this is not a valid concern. Product was just too sweet. When I called originally, your agent suggested that I take it back to the store to avoid this type of thing. I did. End of story". The consumer denied to further follow up and did not provide healthcare provider details.

Manufacturer narrative:
This report is associated with argus (B)(4), biotene.

Event description:
It was choking her, after effect was choking her, problem seems to further down in her throat [choking]. Just in her mouth, the dryness [dry mouth]. Case description: this case was reported by a consumer and described the occurrence of choking in a female patient who received biotene oralbalance unknown formulation (biotene) unknown (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started biotene. On an unknown date, an unknown time after starting biotene, the patient experienced choking (serious criteria gsk medically significant) and dry mouth. The action taken with biotene was unknown. On an unknown date, the outcome of the choking and dry mouth were unknown. The reporter considered the choking to be related to biotene. It was unknown if the reporter considered the dry mouth to be related to biotene. Additional details, adverse event information was received on 16 august 2017. Consumer reported using biotene. The consumer reported this was the first time she purchased the product and it was overwhelming sweet to her. It was choking her. Her problem seemed to further down in her throat and just in her mouth, the dryness. The after effect was choking her. She rinsed it out as quickly as she could.